Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a polyflux 140h dialyzer, an external dialysate leakage from the header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye does not show any conspicuousness. A leak test of the dialysate side was performed and no leak was observed. A leak test of the blood side was also performed, and no leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.